Manufacturer narrative:
The patient experienced peritonitis on an unknown date in (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized. The patient was treated with unspecified antibiotics and was recovered from the peritonitis event. Pd therapy was ongoing. Additional information is not available.